Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not release from the catheter. Additionally, it was noticed that the spring in the handle was bent. The physician had to manually pull clip from the mucosa. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not release from the catheter. Additionally, it was noticed that the spring in the handle was bent. The physician had to manually pull clip from the mucosa. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not release from catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of premature deployment (yoke is attached to the control wire). Additionally, the control wire was kinked at the handle section. Microscopic examination was performed, and it was found that the spool had friction marks in the crimp sleeve section. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. Dimensional analysis was also performed to the flattened wire crimp sleeve and it was noted to be within specification. No other problems with the device were noted. The reported event of clip would not release from catheter was not confirmed. Investigation found that the device was returned with evidence of premature deployment, indicating that the clip did release from the catheter. It is possible that operational factors during the procedure such as trying to open the clip once it was already activated could have caused the premature deployment of the clip. Regarding the control wire being kinked, this is most likely due to the customer attempting to pull the control wire with pliers. However, the device was returned without the clip assembly, and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components interaction were the root cause of the reported allegation. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as the customer pulled a deployed clip from the tissue during the procedure, which is not describe in the instructions for use.